Event description:
Paramedics attempted to administer a countershock to a pt using disposable defibrillation/ECG electrodes. The pt was diagnosed in ventricular tachycardia. The ECG display indicated intermittent connection to the pt by displaying dashed lines periodically. When shocks were attempted, the device displayed a connect electrodes message. The operator observed a loose connection. After securing the connection, the device allegedly continued to display a connect electrodes message and use of the defibrillator was inhibited. The operator switched to the standard external paddles and monitoring with a pt cable. Three shocks were administered to the pt. The pt was delivered to the hospital in ventricular tachycardia. The pt's outcome was not known.